Manufacturer narrative:
Na

Event description:
The customer reported that the unit shut down and alarmed while in use on a pt. The customer reported there was no pt harm. Respironics service technician was not able to duplicate customer reported problem. The service tech confirmed a diagnostic code in the ventilator log history that indicated a 24/12 volt failure and a ventilator restart. The service tech replaced the power supply and power switch to correct the findings. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.